Event description:
A report was received that the patient had developed an infection at the pocket site. The physician believed the infection was procedure related. The patient was administered antibiotics and was reportedly doing well.